Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ping meter was powering off while she was trying to test. This complaint was classified using the documentation by the customer care advocate (cca). The reporter stated prior to the start of the alleged issue, the patient had symptoms of "shaking and tired." The reporter stated immediately afterwards, the alleged issue occurred on (B)(6) 2013 at 3pm. It is unknown what the patient uses to manage her diabetes or if there were any changes to her usual diabetes management routine. The reporter stated the patient did not receive any treatment in response to the alleged issue. At the time of troubleshooting, the alleged issue remained unresolved. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2013)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 05/31/2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.